Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited undersensing of ventricular rhythm. It was noted that the ventricular tachycardia (vt) was detected by the device as non-sustained ventricular tachycardia. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing of ventricular rhythm. It was noted that the ventricular tachycardia (vt) was detected by the device as non-sustained ventricular tachycardia. The rv lead remains in use. It was reported that caller stated ventricular tachycardia (vt) was not notified to the clinic via monitoring inbox. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to b5 and coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.